Event description:
The biomed reported that during shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message. He`s not certain if the crew troubleshooted in any way other than retracting the lifeband and ensuring it retracts. Per the customer, the error message was displayed after staff pulled back the lifeband to check it and let it wind up, which they do daily. A manikin was not used during the shift check. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed during archive data review but not during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Per the customer, the platform was tested without a manikin during the shift check. When the platform does not sense a patient on the platform, ua18 will be displayed, as intended. The root cause for the reported complaint was likely user error. The archive data review indicated ua18, thus, confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error. The reported complaint was not reproduced when the platform was tested with a manikin. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.